Manufacturer narrative:
The subject device has been received at fmsu on 06/21/2017 and investigation is in progress.

Event description:
During an endoscopic ultrasound procedure, the "freeze" button on the keyboard was inoperable. The ultrasound processor was rebooted and the keyboard resumed normal operation. Prior to the examination, the keyboard was tested and it functioned without issue. No patient injury was reported.